Event description:
It was reported that this implantable pacemaker has recently exhibited over-sensed myopotential noise on both the right atrial (ra) and right ventricular (rv) sensing channels. There was no indication of pacing inhibition, nor is the patient pacemaker-dependent. The physician elected to reprogram the device sensitivity and will re-assess the patient within six months. At this time, the system remains implanted and in-service. No adverse patient effects were reported. The implanted leads are not boston scientific products.